Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s ilet device experienced prolonged charging time, taking about an hour to charge from approximately 80 percent, whereas it previously charged to completion in about 15 minutes; a replacement charging pad was dispatched and education was provided. Symptoms included no reported clinical effects. Outcomes included no reported impact on health or daily activities. Investigation included customer communication and troubleshooting. Investigation of this case revealed a suspected charging accessory performance issue consistent with reduced charge efficiency of the charging pad. It was concluded, based on previously established findings for similar reports, that the cause was accessory malfunction.